Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a battery out limit after putting in a new battery. The patient's blood glucose at the time of incident is unknown. The customer stated that she changed the battery several times but the battery out limit continues to recur. Troubleshooting was initiated for the battery out limit. The customer did not recall any significant events leading to the battery issues; the pump alarmed during normal use. The customer was assisted with clearing the alarm and she was advised that a loose battery cap may be the issue. No products were returned and a replacement battery cap was shipped to the customer.